Manufacturer narrative:
Visual examination of the returned device revealed damage to the proximal edge of the stent. Several stent struts were bunched together and bent back distally. This type of damage is consistent with the device encountering some form of restriction. The balloon and tip sections were examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended size guide wire was inserted through the guide wire lumen with no restrictions noted. A review of the device history record (DHR) for this batch number found that the device met its material, assembly and product specifications. The most probable root cause was unable to be determined.

Event description:
Event determined to be reportable based on analysis approved 06/18/2007: it was reported that during a percutaneous coronary interventional (pci) procedure, the catheter was unable to cross the lesion. The lesion was located in the mid right coronary artery (rca). The 2.75mm x 28mm taxus liberte stent delivery system (sds) was advanced, however, the catheter was unable to cross the lesion. It was not known how the procedure was completed. The patient's status is reported as "good". Returned device analysis revealed stent damage.